Event description:
The customer stated that his meter gave a blood glucose reading of 250 mg/dl, while another meter gave a reading of 120 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Further torubleshooting of the meter showed the meter and strips were working as designed.